Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the touchscreen display illuminated but would not respond to presses when the customer was attempting to unlock the pump. Customer's blood glucose level was not impacted. It was indicated that the customer has back up manual injections for continued insulin therapy.